Manufacturer narrative:
This report is filed on november 17, 2017.

Event description:
Per the clinic, the patient experienced migration of the electrode array and subsequently underwent revision surgery (date not reported) to re-position the electrode array. The implanted device remains.